Manufacturer narrative:
(B)(4). Batch # unk. Attempts are being made to obtain the following information: can you please clarify "and clipped from ligated vessel."? As you had stated that the clips were not fully closed, can you clarify if the clips fell off of the vessels they were applied to? Were there any patient consequences? To date no response has been provided. If the device or further details are received at a later date, a supplemental medwatch will be sent.

Event description:
It was reported that during an unknown procedure, when surgeon applied each clip (lt200) to vessel, surgeon could see clips were not fully closed and clipped from ligated vessel. "Another applier wasn't made this problem but only happened it from this product." It is unknown how procedure was completed and patient consequence was not reported.